Event description:
On (B)(6) 2012 a rep with w9 in (B)(6) reported that an ivory clamp snapped in use. He said that the client stated it was the third use of the clamp. I requested the clamp back and more info. On (B)(6) 2012 he replied, "it seems that I'm having trouble getting info back from the client's client. I think I will return the clamp to you and you can inspect it." We have not received the clamp back as of this report date.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event and due to the clamp breakage and inability to further evaluate the malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Conclusion - device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage."